Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a physician to our local affiliate (B)(4). This case involves a female (age nos) who received poly-l-lactic acid (sculptra) treatments, staring in (B)(6) 2006, for unspecified indication. Relevant medical history and concomitant medications were not reported. The pt received three treatments with poly-l-lactic acid. One in (B)(6) 2006, one in (B)(6) 2007, and one in (B)(6) 2008 for an unspecified indication. Two weeks ago, the pt developed nodules in the area where poly-l-lactic acid was injected (nos). Corrective treatment if any, was unspecified. Event outcome is ongoing. Reporter's causality: not specified.

Manufacturer narrative:
Add'l lot #1a6012. (B)(4). Additional info received on 06-oct-2008: (B)(4) results were received. A brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in the (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Additional info received on 17-oct-08 from the doctor: this case concerns a (B)(6) female pt. Relevant medical history includes lupus. The pt had not experienced similar events after treatment with new/fill/sculptra or any other product. No history or laboratory tests were performed. On (B)(6) 2006, the pt received treatment with poly-l-lactic acid (sculptra) diluted with 6 ml of sterile water injected into the right and left mid lower face. Batch a5010. On (B)(6) 2007 and (B)(6) 2008, the pt received poly-l-lactic acid diluted with 7 ml of sterile water injected her right and left mid lower face. Batch numbers 1a6012 and a7017. Before commencing treatment, the doctor inquired if the pt could be treated as she had lupus and was told it would be alright. The pt massaged the area and experienced no problems until (B)(6) 2008. The pt now has nodules "everywhere." On an unk date corrective treatment with prednisolone 40 mg was started. The pt outcome at the time of the report is unk. The doctor stated if the incident were to occur again, it would not lead to death or serious injury/deterioration in health. Reporter's causality: highly probable. No further info is expected. Additional info received on 20-oct-08: (B)(4). Both revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. A review of the DHR (device history records) and of the analytical results of the involved batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Addendum for follow-up info received on 31-mar-09: our affiliate confirmed the following poly-l-lactic acid treatment details: (B)(6) 2006 reconstituted in 6 ml of bss aune and 6 ml injected in mid and lower face (right and left). On (B)(6) 2007, reconstituted in 7 ml of bss aune and 7 ml injected in mid and lower face (right and left). On (B)(6) 2008, reconstituted in 7 ml of bss aune and 7 ml injected in mid and lower face (right and left). They also clarified that the pt developed nodules everywhere poly-l-lactic acid was injected and that the outcome of the event was unk at the time of reporting.